Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) to resolve error 23027. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and failure analysis (fa) has completed the evaluation. The axis 4 pot ffc was damaged. The axis 4 pot ffc will be replaced as a fix. A log review was performed. Per the review, the following was confirmed: the benign hysterectomy was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm1) was faulting. The customer reported that prior to calling in, they experienced a recoverable fault on usm1. The customer tried to recover around seven to eight times without resolution. The customer power cycled the system and the issue persisted. The customer elected to push usm1 away and proceed with usm3. Customer informed that the case was ongoing and that the next case was scheduled for the next day at 11:00. The customer reported that all usms will be needed or cases will have to be cancelled. The tse was unable to view logs as the system was currently disconnected. The customer requested that the field service engineer (fse) follow up to resolve the issue. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.